Manufacturer narrative:
G2: country slovenia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the trial patient started their trial on (B)(6) 2024. The patient has visited their abdominal surgeon for regular visit for checking the wounds and the wound management. After checking the patient's skin there was urticaria and initial systemic urticaria, and edema on parts of the skin where the extension was in direct contact. The doctor assume it could be an allergic reaction to the percutaneous extension materials. They did skin observation, anti-anaphylactic measures, and patient had been sent to or to immediate removal/explantation of the extension and was treated anti-anaphylactic. Further dermatology examinations are scheduled allergy tests to specific materials are scheduled. The patient is hemodynamic stabile all the time. They are awaiting to see if the patient is going to be suitable for permanent implantation of the permanent implantable neurostimulator (ins). The patient is ok and will be hospitalized until next week due to urticaria symptoms observation and potential permanent implantation. It is assumed that there is no need for product analyses that is why the extension is not going to be returned. The product has been sent to microbiological analysis. Additional information will be available on 2024-jul-02. Patient's medical history included fowler's syndrome and allergy to pollen.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 mpxr (B)(6), 4 images (rep, hcp, for): information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the trial patient started their trial on (B)(6) 2024. The patient has visited their abdominal surgeon for regular visit for checking the wounds and the wound management. After checking the patient's skin there was urticaria and initial systemic urticaria, and edema on parts of the skin where the extension was in direct contact. The doctor assume it could be an allergic reaction to the percutaneous extension materials. They did skin observation, anti-anaphylactic measures, and patient had been sent to or to immediate removal/explantation of the extension and was treated anti-anaphylactic. Further dermatology examinations are scheduled allergy tests to specific materials are scheduled. The patient is hemodynamic stabile all the time. They are awaiting to see if the patient is going to be suitable for permanent implantation of the permanent implantable neurostimulator (ins). The patient is ok and will be hospitalized until next week due to urticaria symptoms observation and potential permanent implantation. It is assumed that there is no need for product analyses that is why the extension is not going to be returned. The product has been sent to microbiological analysis. Additional information will be available on 2024-jul-02. Patient's medical history included fowler's syndrome and allergy to pollen. (B)(6) 2024 (B)(4) email x4 (for, rep): no new information 2024-jul-09 p300-253-2024 (B)(6), 3 reg inq (for, rep): no new information [sent for urgent translation] (B)(6) 2024 mpxr (B)(6), 2 images (for, rep): additional information was received. The manufacturer representative (rep) further clarified that the patient has experienced urticaria due to the allergy on outern layers of the lead material. The allergy has been confirmed by dermatologist who performed the tests with the sample of the lead materials. Also, additional test has been performed on the patient - a lead (model 978b133) has been put to the patients forearm to see if the patient is also allergic to the already implanted lead. After 5 days the patient developed urticaria. The lead has been explanted. Issue has been resolved. The patient is not suitable for therapy due to the confirmed allergic reaction to the material of the extension and the lead. 2024-jul-19 e1, mpxr (B)(6), mpxr (B)(6) (for, rep): additional information was received. The manufacturer representative (rep) reported both products have been returned for analyses. The patient is completely explanted and is fine. The indication for use was fowler¿s syndrome. 2024-jul-24 (B)(6) (for, rep): no new information. 2024-jul-25 e3, (B)(6) (for, rep): no new information.

Event description:
Additional information was received. The manufacturer representative (rep) further clarified that the patient has experienced urticaria due to the allergy on outern layers of the lead material. The allergy has been confirmed by dermatologist who performed the tests with the sample of the lead materials. Also additional test has been performed on the patient - a lead (model 978b133) has been put to the patients forearm to see if the patient is also allergic to the already implanted lead. After 5 days the patient developed urticaria. The lead has been explanted. Issue has been resolved. The patient is not suitable for therapy due to the confirmed allergic reaction to the material of the extension and the lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The returned product 3560022, serial# (B)(6) and product 978b133, lot# va2xhc5 were subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. However, no analysis were performed due to the non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b133, lot#: va2xhc5, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: model, serial/lot#: (B)(6), ubd: 2025-09-11, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported both products have been returned for analyses. The patient is completely explanted and is fine. The indication for use was fowler¿s syndrome.